Event description:
It was reported that the customer had ramping numbers as well as an unresponsive button. Customer's blood glucose was 6.2 mmol/l. Customer stated that the act and down arrow buttons were affected. Customer stated that the pump had gotten a bigger bump a while ago and a scratch or crack on the display. Customer was not hospitalized. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump had no button response due to a flattened dome switched on the act button. No unexpected numbers ramping were noted. No cracks were noted on the display window or lcd glass. The pump had deep/minor scratches on the display window, a scratched case, and a cracked reservoir tube.